Manufacturer narrative:
Analysis results were not availabel at the time of this report. A follow up will be sent when analysis is completed.

Event description:
The patient was implanted with a pain pump and had a diagnosis of lung cancer. The patient underwent a successful morphine trial at 2mg/day, which was the same initial dose of the implant. The patient received no pain relief, and remained hospitalized post operatively in an attempt to achieve adequate pain control. The intrathecal dose was increased daily with no clinical benefit. The manufacturer's representative reported on behalf of the hcp that shortly after the patient was discharged from the hospital, he returned to the clinic with overdose symptoms secondary to supplemental oral pain medications needed for pain. The hcp accessed the pump reservoir and was able to aspirate all 20 mls of drug that was initially filled at implant. The hcp then increased the patient's morphine dose to 12 mg/day. The drug contained in the patient's pump was morphine (50 mg/ml), bupivacaine (25 mg/dl), and clonidine (8.3 mcg/ml). A catheter dye study and pump roller study were found to be normal. The hcp and the patient opted to replace the newly implanted pump, and the new pump was programmed to deliver 2.0 mg/day of morphine. The patient has been responding very well to therapy with his new pump.